Event description:
Baxter received a report that one intermate unit leaked from the winged luer cap. The droplets were noted in the over-pouch and the labels were wet. The winged luer cap could still be tightened with a very slight turn; the fill port cap was tight. The problem was noted prior to product use and there was no patient involvement. Four samples (4) were received for evaluation instead of the originally reported one (1). This complaint will address device 3 of 4 from the facility.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. The device was received with the blue winged luer cap untightened. Once the cap was tightened, no leak was observed. The reported condition was not confirmed. A batch review was conducted which found no nonconformances.